Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer (fse) conducted an inspection of the system and discovered that the ups breaker had tripped. After switching the ups from bypass to run mode, the system failed to boot due to the gpdu's auto-restart loop. The fse forced a shutdown, then rebooted the system, which powered on normally. To resolve the problem, multiple power cycles and a test scan were performed. After restarting the device, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.